Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported) for peritonitis. It was not reported if the patient was hospitalized for the event. The patient¿s outcome was not reported. On an unreported date, the patient¿s pd therapy was discontinued. No additional information is available.